Manufacturer narrative:
During quality investigation, the customer's complaint was duplicated. Corrosion damage to the motor was identified as the probable cause of the failure since corrosion may cause friction which can lead to the heating described by the customer. The device was repaired and returned to the customer.

Event description:
The stryker micro drill was sent in for evaluation due to overheating during testing. The event occurred during routine maintenance visit; no adverse event was associated with the device.